Event description:
It was reported that the right atrial lead exhibited intermittent capture. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).